Event description:
Customer reported a patient had radio-dermatitis reportedly caused by excessive exposure to x-rays during two lengthy coronary interventions. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Attempts have been made to obtain patient information from the facility, however, no information has been received.